Event description:
Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod. We visited the dentist on the 28th of august, but we were unable to obtain any further info. See scanned pages.